Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. One of the pins was found missing. The entire unit was received without the inner or outer adapters and without the protector tube. Additionally, the fiber was found broken and there was debris found in the optical system. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that while reprocessing his olympus oes elite telescope, it was discovered that the unit had a broken locking pin. This event had no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the malfunction occurred due to excessive use; however, a definitive root cause could not be established. Olympus will continue to monitor field performance for this device.

Event description:
The issue occurred during reprocessing.